Event description:
The reporter (patient's father) contacted animas on (B)(6) 2013 alleging the patient had experienced elevated blood glucose (bg) 'for a while.' The patient reportedly had elevated bg on(B)(6) 2013 of 359 mg/dl with ketones and further elevated to 394 mg/dl with ketones. The reporter stated they attempted to correct the high bg with boluses via the insulin pump all night until the next day, but were not successful in bringing the bg to within normal range and the patient's bg remained in the 300 mg/dl range with ketones. The patient's healthcare provider (hcp) reportedly advised replacing the insulin that was being used, which was done and the patient's bg responded by coming to within normal range although the patient reportedly continued with ketones until (B)(6) 2013. The reporter stated that novolog insulin pens are being used to fill the insulin cartridges. The reporter denied any issues with the site/set/cartridge. Animas customer technical support (acts) performed troubleshooting which revealed no issues with the pump settings. The bolus history revealed several cancelled boluses after the bolus had been started; the reporter stated that sometimes the patient puts the pump into a pocket and must inadvertently cancel the bolus. Review of the total daily dose history revealed a lack of boluses for the entire day on (B)(6) 2013, the day of the reported bg elevation. The patient also confirmed that he had been disconnected from the pump for approximately 5 hours that same day. Troubleshooting also revealed that insulin being used was expired. This complaint is being reported because the patient experienced elevated bg levels with accompanying ketones as a result of improper insulin pump therapy technique by intentionally disconnecting from the pump for an extended period of time, and using expired insulin in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed that information from the date of the reported event had been overwritten due to continued patient use. Available data dosed no activity outside normal use. There were cancelled boluses recorded in the bolus history. Total daily doses add up correctly to reflect the user¿s programmed basal rate. The meter was not returned with the pump for investigation; a test meter was successfully paired with the pump for testing. The unit was exercised for 29 hours without alarms and was found to be delivering within specifications. Multiple different boluses were successfully executed and recorded accurately. The keypad was noted to be intact and all the keypad buttons had normal function and response. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect of the pump¿s interior or its components.